Manufacturer narrative:
The sample is serum that was centrifuged for 10 minutes at 6000rpm. An aliquot were taken from the collection tube and frozen before being transported to this laboratory. Per the cf, the sample was received frozen and stored at room temperature for no longer than two hours before analysis. Qc was within the customer's established ranges prior to and after the event. The customer performed a precision run across all pipettors which were within specifications. A bci field service engineer (fse) performed a diagnostic high sensitivity system check, which met specifications. Fse verified all testing met published specifications. Fse did not note any hardware issues. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter (bci) in regards to erroneously high parathyroid hormone (pth) result on one patient generated by unicel dxi 800 access immunoanalyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The original samples were repeated in duplicate on the same instrument and lower results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.